Manufacturer narrative:
No button error alarm noted. Act button did not respond due to corroded keypad trace. No moisture damage on electronics noted. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to no button response. Insulin pump was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, and cracked reservoir tube.

Event description:
The customer reported that the insulin pump alarmed button error. Customer's blood glucose level was 249 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.